Event description:
It was reported that the patient was getting stimulation in the wrong location. A day after the trial leads were placed, the patient met with his physician to check for an infection. It was reported that the patient had chills, nausea, and a fever that began the day that the leads were placed, though they were gone by the day of report. It was stated that, the day after lead placement, the physician "did some pushing around the lead site" to check for fluids and determined it didn't look like an infection, however, the physician still prescribed antibiotics. After meeting with the physician, the reporter suspected that the physician had moved the leads as he wasn't feeling the stimulation in the proper area. The stimulation was being felt in the patient's stomach and arms instead of the left leg and lower back where it was needed. It was noted that the stimulation was working great when the patient left the hospital from the initial trial. The patient was in need of reprogramming, however, the trial ended the next day. The stimulation had been turned off since the night before report since it wasn't helping to manage the patients symptoms. Later the same day, it was reported that a medtronic representative was attempting to meet with the patient for reprogramming. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reported the patient had met with the manufacturer's representative and the device was reprogrammed. The patient had 2-3 programs but only 1 was able to work. The leads did not have to be moved. The patient did not go on to implant.

Manufacturer narrative:
Product ID neu_unknown_lead, implanted: (B)(6) 2012, product type lead. (B)(4).